Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. There was no moisture damage on the electronic assembly or motor either. The unit passed the displacement, rewind, basic occlusion, occlusion, prime, and no delivery tests. The following physical damage was found: minor scratches on the lcd window, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that he stepped into the shower with the pump on and now the down arrow button was unresponsive. The patient's blood glucose at the time of incident was in the 50 mg/dl range, which he treated with glucose tablets. Troubleshooting was initiated for pump exposure to fluid. There was no visible moisture inside of the pump. While the customer stated that alarms were not more frequent after the shower incident, a button error alarm was discovered in the alarm history around the time the pump was exposed to moisture. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.